Event description:
It was reported that dissection occurred. The in-stent restenosed target lesion was located in a moderately calcified and tortuous left anterior descending coronary artery (lad). Following pre-dilation, a 3.00 mm x 30.00 mm agent drug coated balloon (dcb) was introduced. Resistance was encountered and the device failed to cross the target lesion due to angulation. A dissection was noted and the decision was made to instead treat the lesion using a synergy stent. The procedure was completed with no further patient complications reported. The patient condition was stable.

Manufacturer narrative:
The agent dcb mr 3.00 mm x 30.00 mm balloon catheter was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft, outer/mid-shaft sections, or the inner lumen of the device. Microscopic inspection revealed no issues with the balloon material or bumper tip.

Event description:
It was reported that dissection occurred. The in-stent restenosed target lesion was located in a moderately calcified and tortuous left anterior descending coronary artery (lad). Following pre-dilation, a 3.00 mm x 30.00 mm agent drug coated balloon (dcb) was introduced. Resistance was encountered and the device failed to cross the target lesion due to angulation. A dissection was noted and the decision was made to instead treat the lesion using a synergy stent. The procedure was completed with no further patient complications reported. The patient condition was stable.